Event description:
The customer went to activate the pod, "but never felt the needle deploy." Despite this, she proceeded to wear the device. Due to the location of the pod, she was unable to look through the viewing window to see if the cannula had inserted. Over the four hours the pod was worn, she experienced consistently high bg levels (261-341 mg/dl). She deactivated the pod due to the high bg's; when the device was removed she "could visibly see the cannula never came out of the pod." The pod will be returned for evaluation.

Manufacturer narrative:
The customer stated that "the cannula never came out of the pod." This indicates that the needle mechanism possibly malfunctioned due to a damaged component. Since the pod was not returned for evaluation, however, no malfunction can be confirmed. The omnipod user guide instructs users to "check the infusion site after insertion" to ensure that the cannula is seated properly. Due to the location where the pod was placed (on her buttocks), she was unable to follow this instruction and could not confirm proper cannula placement upon activating the pod. Without the pod returned for evaluation, it cannot be confirmed that a needle mechanism failure was the cause of the customer's high bg levels. A review of lot qualification records was performed and no failures related to the needle mechanism were found - the lot passed the acceptance criteria.